Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the visual analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, its is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 90% stenosed distal right coronary artery. A balance middleweight elite ii guide wire was advanced to the lesion. A 2.0 x 12 mm traveler nc balloon catheter was advanced to the lesion; however, the balloon ruptured during the first inflation at 12 atmospheres. A new 2.0 mm traveler nc balloon catheter was used and a xience alpine stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.